Event description:
An ophthalmic surgeon reported poor cutting during surgery. The procedure was completed with no patient harm.

Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for evaluation. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. A root cause has not ben identified. The root cause will be reassessed upon completing the investigation. (B)(4).